Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Product manufacturer reference number: 1627487-2021-01252. It was reported that the patient experienced a broken extension due to the ipg moving around and turning in the pocket. As a result, surgical intervention took place on (B)(6) 2021 wherein the extension was explanted and replaced, and the ipg was sutured down to prevent movement. The patient has effective therapy post operatively.